Event description:
It was reported that the ilet user experienced hypoglycemia after a missed dinner meal announcement led to hyperglycemia and a subsequent correction that resulted in a low blood glucose. The caregiver initially treated with oral glucose and later entered a fingerstick value into the pump. Symptoms included hypoglycemia and hyperglycemia ranging from 31 mg/dl to 540 mg/dl with headache. Outcomes included no health consequences or impact. Investigation included caregiver communication/interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to a missed meal announcement, and user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.